Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was observed that during the device inspection, the duodenovideoscope tested positive for unexpected contamination. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and legal manufacture's (lm) investigation results. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. ¿ olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d.. Bacterial identification: n/a. Sampling from: forceps elevator. Cfu: n.d.. Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: 3cfu/ml (37). Bacterial identification: streptococcus salivarius. Sampling from: a/w-channel. Cfu: 1cfu/ml (37). Bacterial identification: unknown. Sampling from: forceps elevator wire channel. Cfu: 14cfu/ml (37). Bacterial identification: streptococcus salivarius. Olympus reprocessed the subject device according to the instructions for use (IFU) and re-culture tested where the results were: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d.. Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: 0cfu/ml (37). Bacterial identification: n/a. Sampling from: a/w-channel. Cfu: 0cfu/ml (37). Bacterial identification: n/a. Sampling from: forceps elevator wire channel. Cfu: 0cfu/ml (37). Bacterial identification: n/a. The device was evaluated where an additional reportable malfunction was noted where the distal end was dirty. The foreign material and the root cause of why it remained could not be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were detected by olympus through culture testing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. IFU: tjf-260v operation manual 3.2 inspection of the endoscope. IFU: tjf-260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.